Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal left anterior descending artery. A 2.25x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. Upon withdrawal, it was noted that the stent was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.